Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump quits functioning. The customer attempted to deliver a bolus and the insulin pump alarmed no delivery. The infusion set was changed, but the alarm continued. The blood glucose reading was 205mg/dl. Troubleshooting was performed; the customer stated that the insulin did not exit and the device alarmed no delivery. Advise to remove the plunger, place the reservoir in the insulin pump and programmed 5.0 units fixed prime into the air. The customer stated that the device did not alarm, but there was no insulin coming out. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.